Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection [noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant of this right atrial (ra) lead, placement difficulty was encountered and the lead kept dislodging after being placed. The lead was able to be placed in a desired location, however, the helix took approximately 50 turns to extend. After extending the helix, loss of capture (loc) at maximum output and high out of range pacing impedance measurements greater than 2,000 ohms was observed. The lead was removed and another lead was implanted successfully. This lead was attempted, but not implanted. No adverse patient effects were reported.